Manufacturer narrative:
H6: ventec has determined that the root cause of the reported event was due to a media bed failure, as the failure occurred at the beginning of starting the oxygen therapy the software has a delay which is why the device did not alarm to alert the user/caregiver. The media bed was replaced to resolve the reported issue. Ventec is updating the software in a future release.

Manufacturer narrative:
Ventec performed an initial evaluation on the device and verified the reported issue but a conclusion is not yet available. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported that a device failed to output vacuum pressure when the suction therapy was activated and the internal oxygen failed to turn on. The patient became unconscious and the patient's parents were able to provide an alternate source of oxygen, change the patient's tracheostomy and bag the patient. The patient was taken by ambulance to a hospital and was admitted to the picu. There were no adverse effects to the patient as a result of the reported issue and the patient is doing fine.